Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting loss of capture and loss of sensing. At the time of lead revision, the lead appeared to be dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.